Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a bronchoscopy with stent placement procedure in the left main stem, performed on (B)(6), 2010. According to the complainant, during the procedure, when the physician pulled the deployment suture, it "hung up" and the stent would not fully deploy. The procedure was completed with another ultraflex stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine". Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Examination of the returned device noted that the proximal stent loops were partially deployed and there was a bend in the shaft. It was possible to deploy the stent without any issue noted. Examination of the deployed stent noted no issues with its profile. The most probable root cause is operational context. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a bronchoscopy with stent placement procedure in the left main stem, performed on (B)(6) 2010. According to the complainant, during the procedure, when the physician pulled the deployment suture, it "hung up" and the stent would not fully deploy. The procedure was completed with another ultraflex stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine". Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) (stent, partially deployed). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.